Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that there was no stimulation and the patient was in pain starting the day prior to the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery reached normal end of life. The telemetry and output were okay.

Event description:
Additional information received from a manufacturer representative and the patient reported that the cause of the loss of stimulation was that the implantable neurostimulator (ins) had undergone normal battery depletion and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.